Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. After the lesion was crossed with various guide wires, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. An unknown non-compliant balloon was advanced to perform dilatation and an epic stent was placed. The procedure was completed with no patient complications reported.